Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had frozen screen. Customer's blood glucose value was unknown at the time of the incident. Customer stated that the insulin pump stays on medtronic logo and beeping and flashing red at the moment. Customer also stated that insulin pump received post-reset ram crc alarm. Customer stated they were able to clear the alarm also able to rewind the insulin pump. Customer stated the insulin pump was neither stored nor without a battery for more than 8 hours. Customer stated the alarm occurred immediately after a battery change. The device will not be returned for analysis.